Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep). It was noted until the first occurrence of withdrawal symptoms in (B)(6), this had never been an issue before. Diagnostics/troubleshooting performed included: 2024-01-29: the doctor assessed that patient may have been given the wrong strength of medication rather than a mechanical issue. The doctor filled his pump with a new concentration, waited three days, and the patient reported back as still having withdrawal symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, clonidine, and morphine via an implanted pump. The indication for pump use was non-malignant pain. On 12-feb-2024, the patient¿s wife reported that the patient had been experiencing pump failure since the (B)(6) 2024 and had had an ongoing 2 week emergency. The patient had had 5 ER (emergency room) visits and 2 doctor visits, but the doctor kept telling him to ¿wait a few more days¿ and was not treating his symptoms. Per the reporter, the patient missed his pump refill on (B)(6) 2024 due to his mother¿s passing and the reporter heard the pump alarm on sunday. The doctor¿s office told them to call on monday, so they went to the ER while they were waiting. The ER doctor spoke with a pain management representative via phone sometime on (B)(6) 2024 late in the evening and made them aware that the pump was not working. A catheter dye study and empty pump considerations were discussed. Per the reporter, it was friday they thought when the pump was filled with the normal medication, but the doctor was afraid to do it at full dose because the patient ¿was in full blown withdrawals¿ when they got there to where he wanted to vomit. So, they did it at half dose, but it was not enough to keep him out of withdrawals and there was no pain coverage. Per the reporter, they were supposed to send oral clonidine, but they didn¿t, and they didn¿t do after hours medication refills, so their only option was to go to another ER where they gave the patient medication, which the reporter thought was dilaudid, but that only lasted 24 hours. Per the reporter, the doctor¿s office wanted to wait a full week to bump up the dose. Tuesday/wednesday the patient was feeling okay, but they had to wait wednesday to monday before getting the full dose. The reporter stated that after that ¿he's not getting any medication and the pump is not working, he's not feeling any different¿ and then stated ¿the pump is dry¿ due to the patient not feeling the effects of the medication. The reporter later stated, ¿he had one point - that was 36 hours after the bump back to normal that he was starting to feel better, but he has not slept for 7 days, can't eat, and can only eat a couple crackers.¿ per the reporter, the patient got the same ER doctor every time who gave the patient a fentanyl patch on a friday and ¿he's out of withdrawal.¿ now the problem was the patient was ¿'inambulate ¿ he needs full assistance gett ing to and using the restroom¿ and he was having ¿mental effects due to the pain patch going out tomorrow and his doctor isn't willing to treat for pain besides giving clonidine.¿ the reporter was going to call to see about getting another appointment scheduled and requested and was sent physician listings and home health infusion listings.